Event description:
It was reported that the patient who was on a heartmate 3 (hm3) right ventricular assist device (rvad), the flow dropped to 0.0lpm on the heartmate touch (hmt). The patient was taken to the operating room and art line and central venous catheter (cvc) were inserted. Echocardiogram was in progress and log files were taken. The patient was to be evaluated for pump exchange. The patient was in stable hemodynamic condition. The event log file displayed multiple strings of low flows where the low flow estimator dropped below 2.5lom on (B)(6) 2024 at 1022-1052 with a flow of 0.0lpm. The low flows displayed in the event log files were likely related to an occlusion or possible thrombus. These events were followed by low speed advisories on 17nov2024 at 1049-1051 due to the low speed limit (4600) was set lower than the pump set speed (4100 rpm). The event and periodic log files did not display any harmonic compensation or motor instability events in the log file history. The echocardiogram showed no flow through the pumpa at all. Therefore, the hospital team assumed that there may be ingestion of some foreign material.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the alarms and stop of flow were possible related to extraction of a venous catheter. Therefore, it was assumed that an ingestion occurred. There were no changes to patient condition or anticoagulation status that may have contributed. There were also no recent changes to pump parameters. The heartmate 3 right ventricular assist device (rvad) was stopped, and the patient was hospitalized on inotropes listed on transplant waiting list on a stable condition.

Manufacturer narrative:
E1: reporter contact information was not available h1: report type corrected. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 00:44:01 on 15nov2024 through 10:51:31 on 17nov2024. The fixed speed was set to 4800 revolutions per minute (rpm) with a low-speed limit of 4600 rpm. The pump operated at the set speed without issue. Flow typically ranged from 3.7-4.5 lpm. Flow suddenly decreased to 0.0 lpm on (B)(6)2024 by 10:22:22, and the low flow alarm was activated. Flow was captured at 0.0 lpm for the remainder of the file. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Heartmate 3 lvas, serial number (B)(6), was shut off while the patient awaits transplant and remains implanted. No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbookalso outlines all system controller alarms as well as how to respond to each alarm condition. It was reported that the heartmate 3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device support, and all labeling, physician training and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.